Event description:
It was reported, the video system center had an error code b40, complete video(video) malfunction .there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b3, b5, d10, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during an inspection for use in a screening diagnostic procedure. The intended procedure was completed by restoring power and restarting the same device. A light source and display monitor were also being used in combination with the video system center.